Manufacturer narrative:
Unable to populate health effect - impact code. Have contacted esubmitter for assistance. Health effect - impact code is 4627- explant pending further follow-up information. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a sheared and leaking catheter. Cs stated that the patient had a dye study that confirmed a leak in the catheter. The patient's pump also seemed to be malfunctioning because a bead could not be produced on the field. Extensive field testing was performed, including performing priming boluses and resetting fav valves, but nothing was successful. The patient's catheter was found to be sheared and the purse suture was found to be broken, indicating some sort of trauma. Please note that MFR 3010079947-2020-00295 will address the related pump explant.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device was discarded at the explanting facility and not returned for additional evaluation or investigation, a definitive root cause for the catheter shearing and leakage was not able to be confirmed. Per the instructions for use of the intrathecal catheter kit, catheter fracture is a possible risk associated with the use of the intrathecal catheter. It is also possible that some sort of trauma could have lead to the shearing of the catheter. Internal complaint number: (B)(4).

Event description:
Additional communication with clinical specialist (cs) confirmed that the patient's pump and catheter were replaced with a new pump and a new catheter. Original catheter was disposed of at the explanting facility.